Event description:
The customer reported via phone call that the insulin pump had a blank display and sustained physical damage to it. The customer stated that she was trying to give herself a bolus for lunch, but the b button did not respond. She noted that the screen returned and prompted her to reset the date and time. The customer did not know the blood glucose reading. She stated that she had changed the battery the day prior. She reported that the other device functions seemed to be working except the b button. She stated that a piece of the battery compartment was cracked and coming off. She stated that the crack was directly below the battery cap and left of the liquid crystal display screen. She was not aware of how the damage occurred. During troubleshooting, the display went blank again. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.